Manufacturer narrative:
(B)(4) - the device has been received, but has not yet been evaluated. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the device lot number was unknown and the device was not available, a batch review was not performed. Root cause for the system error 2240 alarm was undetermined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The device was returned to largo and was evaluated by the producat analysis lab (pal). An event of a system error 2240 alarm was identified in the occurance logs on (B)(6) 2010 that was not captured in the event logs. According to the jd edward system, the patient went inactive for peritoneal dialysis(pd) therapy on (B)(6) 2011 due to a switch to hemodialysis.